Manufacturer narrative:
(B)(4). A review of the complaint history, drawings, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One micropuncture transitionless stiffened cannula access set was returned for investigation. The outer catheter shows hub separation. A 5mm portion of the catheter remains inside the hub; therefore measurement of the flare was not possible. Outer catheter is accordioned beginning at 1cm and ends at 14.2cm from the proximal end. Distal end of outer catheter is compressed. The inner catheter is not damaged. Review of the device history record shows one nonconforming event. There was one other reported complaint for this lot number that is related to this device failure (hub separation). Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
During a procedure it was indicated that the distal tip of the wire came off inside the patient. The broken fragment was retrieved with no harm to the patient. This report is linked to other reports MDR 1820334-2016-01185 and MDR 1820334-2017-00511.